Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device's system board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.